Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited one instance of high defib coilimpe dances. The alert was cleared, and it was noted that the impedances had dropped back to normal levels. The lead remains in use. No patient complications have been reported as a result of this event.